Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a bilateral case of severe corneal ulceration five days post photo refractive keratectomy (prk). The patient complains of white blurred vision, swelling, eye discharge, discomfort, and increased tearing in both eyes. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, reporter indicated the patient was referred to a corneal specialist and no updates have been received. Prior to referral they did not start patient on any new medication and had her continuing with the prescribed post operative antibiotics.